Manufacturer narrative:
The initial failure description was "head error". According to the service report dated on (B)(6) 2020, a getinge service technician confirmed that the rfd (serial number b)(6)) is defect. The affected rotaflow drive (rfd) (serial number (B)(6)) was replaced with a standby rfd (serial number (B)(6)). The affected rotaflow drive was send to the manufacturer emtec for repair under RMA#(B)(4). 2020-09-07: the affected drive was received by maquet. 2020-09-28: the failure head error could be confirmed after testing in the service department. The following most possible root cause could be determined for the head error: - the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported failure "head error" was discovered during startup of the device. The device was directly involved in the event and not able to meet its specifications. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
When the rotaflow drive is running more than 1000 rpm a head error is displayed. Complain ID: (B)(4).